Event description:
It was reported that the patient was receiving a shocking sensation when he bends over in the paresthesia area. This was so strong that the patient could not move his body. This was specifically positional related. It was discussed with the manufacturer representative to verify the leads were not touching, but the representative assured this was positional and bending at the waist was causing the shocking. Squatting helped reduce the strong shock. The issue was going to be monitored by the patient and the representative. Additional information reported that impedance was within range, no other diagnostics were performed, and no surgical intervention had been performed or scheduled. Need to wait and see if reprogramming resolved issue. The patient was getting good stimulation with pain relief.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).